Manufacturer narrative:
Investigation: visual inspection: a deformation of the outer housing of the prosa valve was observed through the visual inspection. Additional are visible deposits in the delivery liquid. The prosa valve housing was subsequently measured and confirmed the presence of a deformation. The housing deformation measured at -0.075 mm, outside the tolerance of 0 ± 0.02 mm. Permeability test: a permeability test has indicated that the prosa valve has a blockage. Adjustment test: the valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Computer controlled test to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. Because the prosa was not permeable, the computer controlled test is not applicable. Results: first, we performed a visual inspection of the prosa valve. A deformation of the outer housing of the prosa valve was observed through the visual inspection. This deformation was confirmed through a measurement of the plan parallelism. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The valve was neither permeable nor adjustable. Furthermore, while the brake functionality was present, the braking force was unable to be measured due to the non-adjustability of the valve. Finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we confirm that the prosa valve was non-adjustable at the time of our investigation. The over- drainage cannot be confirmed, the valve is blocked. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. The cause of the deformation of the prosa valve and the resultant defect of the rotor could not be determined through our investigation. Significant outside pressure, for example by too much force from the prosa adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported that there was a problem with a prosa valve. The surgeon suspected an over-drainage and problems with the adjustability of the valve. Patient information: age: (B)(6) years. Weight: (B)(6) kg. Height: 110 cm. Gender: female. Date of implantation: (B)(6) 2017. Date of removal: (B)(6) 2020. Same patient #MDR 3004721439-2020-00232.